Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Continuation of medical devices: 419688 lead implanted (B)(6) 2010; dtba1d1 ICD implanted (B)(6) 2015.

Event description:
It was reported that the patient had pre-syncopal episodes but has not passed out. The right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) and non-physiologic high rate non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.